Event description:
It was reported that a patient sustained third degree burns to the back following hair removal treatment using a lightsheer et laser. It was further reported that the patient was prescribed hydrocortisone to treat the burns.

Manufacturer narrative:
An evaluation of the subject device by a lumenis technical specialist found that the subject device performed within allowable operating and functional tolerances. No related device malfunction was observed. A review of the reported settings by a lumenis medical specialist concluded the probable root cause of the reported event to be aggressive treatment settings at the upper limit per device labeling.